Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during the hysteroscopy procedure, the loop broke during coagulation and polyp removal. The procedure was completed by replacing it with another loop from the same batch. No negative impact in state of health reported.